Manufacturer narrative:
Initial reporter's phone:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with holder separated from the needle while changing tubes during collection. The reporter states re-puncture was necessary to complete testing. No exposure to bodily fluid or needle stick injury occurred.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for separation of the needle and holder was not observed as all samples met specifications. Additionally, blood droplets were not observed during testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure modes for separation of the holder and needle and blood splatter with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.